Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The closure device was implanted successfully in the laa of the patient. While the was and wds were removed from the patient the was was noted to be kinked. There was no patient complications that were reported following these events.